Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg and rv lead were explanted and replaced with a leadless implantable pulse generator.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple syncopal events and asystole. It was further reported that the implantable pulse generator (ipg) exhibited intermittent pacing failure. It was also reported that the right ventricular (rv) lead exhibited a lead integrity issue, non-physiologic sensing, over-sensing and noise. The ipg and rv lead were reprogrammed to out of service and extraction is planned. The patient received a leadless ipg. No further patient complications have been reported as a result of this event.